Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a 7.5" (19 cm) appx 1.5 ml, trifuse ext set w/chemolock¿ port, 2 microclave¿ clear, spiros¿ w/red cap, 3 clamps. As per report a father called and was holding an IV line not attached to patient. The trifuse broke right above the spiros. The product was connected to the patient before and disconnected for some reason. There was patient involvement but no patient harm.